Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, the compressor on an 840 ventilator won't start. The ventilator was not in use on a patient at the time the event occurred.